Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys ft4 ii assay result for one patient sample. The initial result was 1.74 pmol/l. The sample was repeated as the ft4 result was low and the tsh result was high. The repeat ft4 result was 15.65 pmol/l. The customer believed the repeat result was correct and reported it to the clinician. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The customer claimed the qc results prior to the event were acceptable. A specific root cause could not be determined. The most common root causes for this type of event are related to the pipetting of an insufficient amount of sample. This could have been caused by a tilted position of the sample tube or the presence of microclots/fibrin filaments in the sample. No suspicious alarms were generated around the time of the sample measurement. As the customer observed the presence of small floating fibers in the sample, a preanalytical issue was most likely the cause. From the information provided, a general reagent issue could most likely be excluded.